Event description:
It was reported that the customer not certain what is wrong with pump. Thinks part of the screen is blacked out or it is not recognizing syringe size.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed occurrences of "maintenance recommended" and "invalid syringe size" alarms. Functional testing included powering up the pump, syringe test and checking the reading of the size sensor. The investigation found that the device was operating as intended and was displaying a "maintenance recommended" alarm at power up. The investigation was unable to duplicate the "invalid syringe size" alarm. A barrel clamp head screw was found to be a little loose which was determined to be the most likely cause of the "invalid syringe size" alarm that was observed in the event history log. Preventive maintenance was performed on the pump and the barrel clamp head screw was replaced.